Manufacturer narrative:
(B) (4). Evaluation of the returned product found that the unit alarm door is missing and would be detected before use. Therefore, the alarm unit would not power on. (B) (4).

Event description:
Customer claims that the unit powered on. When the weight is taken off the sensor pad there is no alarm tone. The alarm does not sound when the sensor is unplugged from the alarm. There was no pt injury reported.